Manufacturer narrative:
Unidentified yellow substance found on and under the cot.

Event description:
It was reported by service report that there was an unidentified yellow substance on the cot. No pt involvement or adverse consequences are reported.